Event description:
In 2006, the pt reported that she has been experiencing low blood values (no values were provided). No symptoms were provided. About 4 wks later, during a follow up phone call with the pt, she reported that she had been experiencing high (up in the 500's mg/dl) blood glucose readings. She stated that she was feeling aggravation and changes in her body temperature. She reported that she would administer boluses or insulin injections to reduce her blood glucose values. No medical attention was required. The pt reported that she had switched to a competitor insulin device. The product was requested to be returned for evaluation.